Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a high blood glucose (bg) level. The cause of the high bg was not known. The customer overcorrected using insulin injections and the bg dropped to 50 mg/dl. Glucose tablets were consumed to address the low bg level. A pump system check was performed and no device issue was found. Reportedly, the customer had been using humalog insulin in the cartridge for 3 days.